Event description:
Customer's husband reported the aviva system gave a blood glucose result of 615 mg/dl at a time when the customer was symptomatic of hypoglycemia. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". Customer did not treat based on the advantage result; called emt's. Emt meter result less than 10 minutes later was 37 mg/dl, customer was treated, transported to hospital.